Event description:
It was reported that a pt in the intense care unit (ICU) arrested in 2009 at approx 10 am. The pt's chest was cracked (just had open heart surgery) and the lp20 device was brought in and switched over to internal paddles. The customer was unable to get the device to discharge. A secondary lp20 device was then brought in, and the same paddles were used. Once again, the customer was unable to discharge the device. A new set of defibrillation pads was then used (brand not specified) and the pt was successfully defibrillated.

Manufacturer narrative:
Physio-control evaluated the device; however, no problems were found. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The internal paddles were returned to physio-control for further eval. It was observed that there were two (2) damaged low voltage pins, one was bent and the other one was broken off. When used, the paddles were recognized and would charge, but will not allow delivery of energy.